Event description:
Brush part pulled apart from the leader end. Rn didn't feel like she pushed very hard. Rn had gone in through the suction tip and the brush was partially in when it broke off. Rn was able to pull both parts out. Pulled remaining brushes from same box and replaced with new ones.